Event description:
It was reported the procedure was to treat a lesion located in the mildly tortuous left anterior descending artery. During use of the 30 x 15 mm nc trek inside the patient, the dilatation balloon did not inflate. There was no report of resistance felt during advancement or retraction of the balloon catheter in the patient's anatomy. Another nc trek of the same size was used to complete the procedure successfully. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported failure to inflate the balloon could not be confirmed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis did not confirm the reported difficulty with inflation; however, while a search of the lot history record indicated no related non-conformance records for this specific lot, based on a chemical analysis and an expanded related record review and investigation, a product issue potentially related to the balloon inflation issue was identified. Further assessment of this issue per site operating procedures was performed and corrective and preventive actions have been put in place to prevent further recurrence of this issue.